Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon device interrogation, non-sustained r wave over-sensing episodes due to post-paced t wave over-sensing were noted. Device reprogramming was made. The patient was in stable condition.